Event description:
(B)(6) study. It was reported that elevated mean gradient occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading doses of 325 mg of aspirin and 300 mg of clopidogrel. A lotus introducer sheath (lis) was placed and then the native aortic valve was treated with deployment of a 23 mm lotus edge valve involving successful repositioning of the lotus edge valve with partial resheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the native aortic annulus. Post procedure event summary: 1-day post index procedure, post procedure transthoracic echocardiogram (tte) revealed aortic valve area of 2.0 cm^2, mean aortic pressure gradient of 20 mmhg and the left ventricular ejection fraction of 68%. No aortic regurgitation was noted. The subject was diagnosed with elevated mean gradient no diagnostic tests were performed, and no action was taken. At the time of reporting the event was considered not recovered.